Event description:
A doctor's office alleged that a patient had experienced an infection and black material seen within the root canal after endodontic treatment with realseal.

Manufacturer narrative:
Patient's specific with regard to age, weight and gender was not provided. The doctor retreated tooth #31 for the patient. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.